Event description:
The storz operating room monitors in room #5 were blinking on and off during an arthroscopic surgical procedure making it difficult to visualize the knee and prolonging patient surgery. The storz rep was unavailable. The rep was aware of this issue and it was not resolved from a prior event.